Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes (10, 11, 3331, 3259, 25). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 25 - cause traced to manufacturing. The affected sample was returned and evaluated. It was observed that there was slight deformation on the water port. The sample was built into a simple circuit and circulated with water with occlusion on the outlet to build pressure within the system. A leak at the arterial thermistor port is was found to confirm that there is a leak in the oxygenator. Disassembly showed that the thermistor was not appropriately bonded. A representative retention sample was reviewed and found that the thermistor was inserted and bonded in the port. Removal of the thermistor revealed the root cause of the event to be poor bonding in the port. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 27, 2019. Upon further investigation of the reported event, the following information is new and/or changed: all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the oxygenator leaked. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.